Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure (event) observed during analysis. A partial lead was returned measuring 21.4 cm from the connector pin. External insulation abrasion was noted at 7.5-8.0cm from the connector pin, consistent with lead friction to the ICD can. The coil was visible at this location. Without return of the entire lead a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.